Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported scope communication error e315 could not be reproduced. Service observed an abnormal image due to a short circuit of the internal circuit board, caused by fluid ingress in the video connector. Additionally, the light guide lens had defects (cracked). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing for an enteroscopy procedure (patient was not under anesthesia), the subject device was inserted into the processor before the examination and the processor displayed scope communication error e315. The device was replaced with another similar scope and the procedure was completed with no delay to the procedure, and no patient or user injury was reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling by the user, from which liquid invaded the device, the internal board shorted, and error message e315 was temporarily displayed. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user can reduce/prevent the suggested event by handling device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.